Event description:
Additional information was received on (B)(6) 2010 which clarifies the event and corrects some of the information from the initial report: this manufacturer report (MFR) and manufacturer report 3005099803-2010-05005 address the same patient. An esophageal varix banding procedure using a speedband superview super 7 multiple band ligator was performed on (B)(6) 2010 by dr. (B)(6). There was adequate preparation and the device was in place, however the band failed to deploy (this event is addressed by this report MFR 3005099803-2010-05004). The procedure was aborted. A second esophageal varix banding procedure with a second speedband superview super 7 multiple band ligator was attempted by dr. (B)(6) on (B)(6) 2010. There was adequate preparation and the device was in place; however the band failed to deploy. The procedure was aborted and it is unknown how the patient was ultimately treated (although the patient's condition has been reported as "stable").

Manufacturer narrative:
Patient information is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure, they drew up the varice and attempted to deploy a band however the band did not deploy. It is unknown how the case was completed. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Event date is (B)(6) 2010. Patient condition - stable.